Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received readings of 310 mg/dl, 473 mg/dl, and 291 mg/dl on his blood glucose meter. Consumer treated himself with insulin. During troubleshooting, it was found out that the consumer maintains his products in the bathroom against label copy. Consumer did test while on the phone getting a 115 mg/dl, which he feels is till too high. The meter and strips will be returned for eval.